Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion, in a calcified and tortuous circumflex artery, was predilated with a 2.5x15mm maverick balloon, the physician attempted to place a taxus express2 2.75 x 20mm drug eluting stent but was unable to cross the lesion. The stent delivery system was removed from the guide and the distal struts were found to be pulled up. The procedure was completed with another MFR's 3.0x12mm stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.